Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached rrt (recommended replacement time) earlier than expected for the programmed setting and therapy delivered. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis determined that the device worked nominally and had nominal electrical values in all examined conditions. No hybrid anomalies were found. Battery analysis revealed that based on the destructive analysis, no evidence of an internal short was found to account for the premature battery depletion. Look up of the device serial number shows that this device was one we identified a few years back and expected to be returned for premature depletion. The 8,329 hours 24 minutes of tel b usage has depleted the battery, 347 days with the tel b radio on. Tel b is between 80 and 100 micro amps current drain. The device was likely stored in close proximity to a magnet. If information is provided in the future, a supplemental report will be issued.